Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned. T1 was not in the deployment channel. T2 was in the t2 position. Both anchors were attached to the suture. Part of the suture was tucked within the depth gage tube. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed images was performed. Image one shows a fast fix box with labeling that matches the device information. Image two shows a fast fix device within it's cardboard holder. Part of the suture and an anchor are visible. The third image shows the "chart stick" for the device. The fourth image shows the distal portion of the device within it's cardboard holder. Part of the suture and an anchor are visible. None of the images show the position of the depth limiter button. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 implants of the fast-fix fell off simultaneously. All ts were removed. The procedure was successfully completed with non-significant delay using a back-up device. No patient injury or other complications were reported.